Event description:
Analysis of the vns generator and lead was completed. No anomalies were identified with the generator and the generator performed per specifications. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a patient had the vns generator and lead explanted due to "pain, spasms, and discomfort". The explanted generator and lead have been returned and are pending analysis. Review of the patient's vns programming history noted the off time was never changed from the factory setting of 180 minutes from the time of implant ((B)(6) 2011) through (B)(6) 2012, which is the last known date of available programming history. The 180 minutes off time is not efficacious, and means the vns stimulated only once every 3 hours. Attempts for further information are in progress.

Event description:
The vns patient reported to the manufacturer that her vns had been previously removed due to pain, swelling, and "device shifting" on (B)(6) 2012. Manufacturer follow up with the surgeon's office revealed the generator was not migrating at the time of explant on (B)(6) 2012, as the generator was anchored with a tether suture to the surrounding tissue and had to be "untagged" to remove it. The patient desires reimplant of a new vns system, but this has not occurred to date.